Event description:
It was reported that while attempting to perform angiography using the delivery catheter, the contrast medium leaked entirely from the side of the valve at the lead insertion site, preventing angiography. Additionally, blood was continuously leaking, suggesting a valve malfunction. A problem was identified with the delivery catheter, specifically a leak in the hemostasis valve. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Blood was observed on the septum of the delivery catheter. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the delivery catheter. The shaft of the delivery catheter was kink/buckled at 8.2 cm and 8.9 cm. There was blood in the septum of the delivery catheter and the septum was also damaged. The septum was soaked to remove the blood in the septum to show the damaged septum. The delivery catheter was flushed and water was leaking from the damaged part of the septum. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.